Event description:
It was reported the patient was sitting on the 65650 rollator seat when the seat collapsed inward. The patient fell through to the ground, injuring his hips, pelvis and spine. Immediately following the fall, the patient presented to the emergency room due to his injuries. In addition, the patient has needed follow-up visits with his physician and prescription medication to control the pain from his injuries.